Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt had been in the hospital three times since (B)(6) 2010 for suspected hemolysis. The more recent admission into the hospital (B)(6) was for hematuria and fatigue. The pt was placed on heparin drip without much improvement in lab values or symptoms. Approx a week later the pt's lvad was exchanged with a new lvad due to suspected thrombus. The pt remains ongoing.